Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the last lot of products customers received have the diameter bigger than the other lot they got. It caused pain in insertion and bleeding when using them. No medical intervention was reported

Manufacturer narrative:
The reported event was unconfirmed as the device met specifications. No root cause was provided as the reported event was not reportable. As the reported event was unconfirmed, a device history record review was not required. As the reported event was unconfirmed, labelling review was not required. Correction: d, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the last lot of products customers received was item 277716. The diameter on those was bigger than the other lot they got. It caused pain insertion and bleeding when using them. No medical intervention was reported.